Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Unable to verify motor safety circuit failed test error movement. Retries to free a stuck motor alarm due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage and failed battery test. The customer blood glucose level was 124 mg/dl. The customer was assisted with troubleshooting. Customer stated that the alarm did not clear by selecting ok. Customer was unable to clear the pump errors, power loss alarm and program the insulin pump. Customer stated that during troubleshooting the pump alarmed with critical pump error with the open book. The device will be returned for analysis.